Event description:
It was reported, the gamma nail were removed due to non-union and infection. Doctor proceeded to implant a depuy affixus nail and antibiotic beads.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported in a supplemental report.